Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), japan (returned to omsc on 2022-11-24. The evaluation/investigation confirmed that the ceramic insulation at the distal end of the inner sheath is broken off. The cause of this damage is most likely mechanical overload due to the application of excessive force and/or material fatigue cause by mechanically induced wear and tear. Therefore, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert had already been pre-damaged before the incident occurred, whether the damage was triggered during the reprocessing cycle preceding the incident, or during the last procedure. Furthermore, the evaluation found scratches on the sealing ring, the tension ring to broken, and the cap to be loose and rattling. These issues can also be attributed to wear and tear and/or improper handling. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed on olympus side with no further acions and the user will be informed about the investigation results.

Event description:
The inner sheath was returned to olympus for repair with a breakage of the ceramic insulation at the device's distal end reported by the customer. There is no indication that the failure occurred during a procedure and there was no report about an adverse event or patient injury.